Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which during filling, backflow was observed at the filling port. The device was filled with saline. There was no patient involvement. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. One sample was received containing approximately 60 ml of fluid in the bladder. To verify the reported condition, the fill-port cap was removed. Upon removal, leakage was observed coming out of the fill-port. No other observation was noted. The sample was subsequently disassembled for examination. As a result, acrylic resin (1.0 mm in size) was found under the check-band, which evidently had caused the leak condition. Additional: similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.